Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarms as well as critical pump error and alarm did not clear by selecting ok. The customer blood glucose level was 185 mg/dl. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarms. Customer was able to rewind the insulin pump. Customer was able to clear the pump errors, power loss alarm and program the insulin pump. Customer states they performed self test and test results was passed. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received in a critical alarm pump error 24 notification screen loop at boot up due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify pump error 23 alarm due to pump error 24 alarm loop.